Event description:
On 12/11/09, it was reported that arcing allegedly occurred at the power cord while plugged into the wall outlet at the healthcare facility. There was no injury to the patient or healthcare facility staff.

Manufacturer narrative:
Kci records indicate that the kinair medsurg bed was initially placed with the account on (B)(6)2009. The kinair medsurg power cord was inspected for damage on (B)(6)2009, prior to placement at the healthcare facility. A service work order was created and the power cord was replaced. No other complications were reported. Evaluation of the returned power cord confirmed that the line in prong was missing and revealed evidence that melting had occurred where the line in prong had been.